Event description:
It was reported that; lumbar revision of l4-s1. S1 screws were broken. Patient's last surgery was done in (B)(6) 2015. We had to replace the s1 screws. The 6.5x40mm were broken on the screw shaft. We had to drill them out and replace with 7.5x 50mm screws.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; it was confirmed that the patient did not fuse and had a strenuous profession. Manufacturing records for the related lot # did not reveal any relevant nonconformities. The most likely cause mode is a fatigue breakage due to lack of fusion.

Event description:
It was reported that; lumbar revision of l4-s1. S1 screws were broken. Patient's last surgery was done in (B)(6) 2015. We had to replace the s1 screws. The 6.5x40mm were broken on the screw shaft. We had to drill them out and replace with 7.5x 50mm screws.